Manufacturer narrative:
Additional MDR's submitted for related events 2015691-2015-02622 and 2015691-2015-02636.

Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed.

Event description:
It was reported that there appears to be discrepancies in the blood pressure readings between the arterial line and the nibp. The hospital has complied a survey to compare the readings and on three different events where the systolic blood pressure is reading up to 40mmhg difference to the cuff. The blood pressure was taken on the same arm. There have been no patient complications reported.